Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels in the 400 mg/dl range over the past 4 days. The customer did not know the most recent blood glucose reading. He complained of thirst and treated with manual injections. Upon troubleshooting, it was found that insulin did exit from the tubing during a manual prime and no leak was found. The insulin pump also passed the high pressure test. Advised the customer that the insulin pump was working as designed. It was found that the infusion set cannula was bent. Nothing further reported.